Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem, however, the reported system message was observed in the event log. The company representative reseated the communication and power cables as a preventive measure. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).

Event description:
A nurse manager reported that during a procedure, the unit displayed a system message and shut down on its own. The procedure was unable to be completed. Current pt status is unknown at this time. Additional information has been requested.